Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, bench handling, defib functional stress testing, and pads/paddles testing using test accessories without duplicating the report. The device's multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.